Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found that the insulation was abraded at 79.2 cm to 79.4 cm from the connector pin which exposed the coils and abraded the outer insulation. The abrasion was consistent with exposure to constant friction with another implantable device.